Event description:
The customer reported to olympus, the light source connected to a scope had a b030 error. The issue was found on standby. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was evaluated by a field service engineer (fse) and the customer's reportable malfunction was confirmed. Fse inspected the clv-190 and cleaned the clv-190 socket pin. Asked the customer to use a different scope for troubleshooting image displayed on the monitor with no issue. Customer was able to complete the day cases without the e030 error. After troubleshooting for error, it was determined that scope pcf-hq190l have fluid invasion in the scope connector that created the b030 error. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the error occurred due to combined scope. Olympus will continue to monitor field performance for this device.